Event description:
An umbilical catheter was placed in neonate with infusion being carried out by a pump and after approximately 19 hours, the catheter experienced an interruption. The baby experienced blood loss and required a transfusion.

Manufacturer narrative:
The used device was not sent back. The clinicians were contacted several times by vygon's sales rep to obtain additional info on the details surrounding the event, but clinician would not provide details. The risk manager was contacted by vygon regulatory affairs via e-mail and telephone on (B)(4), 2010, in order to obtain additional info regarding the event. A phone call was received from the risk manager on (B)(4) 2010, to regulatory affairs, and was told that the baby required a transfusion. When inquiring about whether the device malfunctioned in any manner, no info was provided. The complaint is currently under investigation. Results will be filed in a follow up MDR.